Manufacturer narrative:
Investigation: bd has not provided with photos or samples for catalog 301948 lot 1811158 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that during use of the bd¿ 20 ml syringe with needle when drawing up solution the solution leaked along the inner wall of the barrel. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during taking solution,it was found that solution leaked along the inner wall of the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ 20 ml syringe with needle when drawing up solution the solution leaked along the inner wall of the barrel. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during taking solution,it was found that solution leaked along the inner wall of the barrel.